Event description:
It was reported by svc report that the jack could not be pumped up. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.